Manufacturer narrative:
The device was returned therefore d9 and h6 updated. The investigation is underway and a supplemental report will be sent once completed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic condition and the thrombosis observed could be due to the lack of anticoagulation per the physician preference for the patient. The thrombosis was not noted to be treated by any intervention beyond the explant.

Event description:
An impella rp flex was inserted via the internal jugular vein to support the 74 year old male patient who had been admitted in with plan for surgery/coronary artery bypass graft (CABG) for the known coronary artery disease. The patient was additionally supported by the left sided impella 5.5 pump. The other medical history or comorbidities were not shared. On the day after implant the team noted the blood lab draws were hemolyzing. The team assessed pump position for possible hemolysis and noted the pump had thrombosed. The patient was not on systemic anticoagulation due to being post-operative. The pump was explanted and not noted to be replaced. The patient remained on the impella 5.5 pump. Hemolysis may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic condition and the thrombosis observed could be due to the lack of anticoagulation per the physician preference for the patient. The thrombosis was not noted to be treated by any intervention beyond the explant.

Manufacturer narrative:
Mechanical interaction with blood / hemolysis: the cause of the hemolysis issue was related to ingested biomaterial on the impeller. Data log review was also indicative of biomaterial interaction during the case. Thrombosis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.